Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The needle detached from the monocryl suture. There were no patient consequences reported. There were no surgical delays reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: - please clarify how the procedure was completed: the procedure very good. Could you please provide the lot number? I haven´t in this moment but the product sent to bogotá yesterday. Could you kindly perform and document the follow-up attempt for the product return? Yes. Please provide the source or name of person providing answers to follow-up questions: cc coordinates. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.